Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results on their integra 800 analyzer. The customer stated there were 50 patients with results that exceeded their repeat threshold. The customer provided results for 124 patients, 14 of which had discrepant results that were reported outside the laboratory. The first patient's initial hba1c result was 0.079. The repeat result was 0.063. The second patient's initial hba1c result was 0.103. The repeat result was 0.068. The third patient's initial hba1c result was 0.117. The repeat result was 0.078. The fourth patient's initial hba1c result was 0.127. The repeat result was 0.088. The fifth patient's initial hba1c result was 0.078. The repeat result was 0.058. The sixth patient's initial hba1c result was 0.130. The repeat result was 0.092. The seventh patient's initial hba1c result was 0.106. The repeat result was 0.079. The eighth patient's initial hba1c result was 0.080. The repeat result was 0.062. The ninth patient's initial hba1c result was 0.095. The repeat result was 0.076. The tenth patient's initial hba1c result was 0.073. The repeat result was 0.057. The eleventh patient's initial hba1c result was 0.077. The repeat result was 0.061. The twelfth patient's initial hba1c result was 0.107. The repeat result was 0.063. The thirteenth patient's initial hba1c result was 0.085. The repeat result was 0.062. The fourteenth patient's initial hba1c result was 0.077. The repeat result was 0.061. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. Information on whether the patient was harmed by any action taken was requested but not provided. The hba1c reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The reagent lot in use was 691274. The investigation was unable to determine a specific root cause. A review of the quality control data determined 1 of two levels of quality control was outside 3 sd at the time the erroneous results were obtained. Based on the quality control history, a reagent issue can be excluded. The most likely root cause was a hardware issue. The problem has not recurred. The customer stated the problem has not occurred again.